Manufacturer narrative:
Concomitant products: product ID 8709, lot# j11001r33, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
It was reported the health care provider (hcp) ¿made a mistake¿ and doubled his blood pressure medication. The patient¿s records were falsified and he was given the wrong information. At the last pump refill, the ¿drug amounts¿ were changed and he was given a bolus. The patient¿s drug dosing was ¿mixed up¿ at his last refill in (B)(6) 2012. Reportedly, the patient was supposed to get 80% dilaudid and 20% bupivacaine, but it was reversed. He received 80% bupivacaine and 20% dilaudid. The caller stated, ¿this was an oversight on the doctor¿s part.¿ the patient was ¿terminated¿ from the pain clinic because he ¿did not have the right amount of oxycontin in his system¿ when a urine drug test result came back. The patient said he was supposed to cut back on the oxycontin and not take oral medication if they were not needed. The patient said he did not need them and quit taking them. The patient moved from (B)(6) to (B)(6). The patient was afraid he was being ¿black balled¿ because when he was attempting to get a new pain clinic, his previous pain clinic was contacted by this new clinic, and then the new clinic no longer wanted to take him on as a patient. The pump was due to be filled (B)(6) 2013. The pump was used to deliver bupivicaine and hydromorphone.